Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant was given.

Event description:
The hcp reported that the pt expired in 2005. The pump was reprogrammed in 2005. The pump was reprogrammed to deliver dilaudid 10 mg/ml at a rate of 1.687 mg/day at that appointment. No pump issues were reported.